Event description:
A pt reported blood glucose results of "109 mg/dl" with a lifescan meter and "140 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. The meter, test strips, and control solution were replaced.